Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reports two maxplus connectors from the same lot number leaked in one week, causing delay on the patient's dose of caripul in both events. A crack was noted in both connectors near the seam on the white part of the connector; not the clear part. The patient was using a cadd legacy plus pump at home with an extension set connected to the maxplus. The patient's husband believes it is a faulty lot number and he refuses to use a maxplus with the same lot number. The husband is bringing both connectors in for investigation.